Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the display screen was fully illuminated and fully functional. The reported issue was not duplicated during investigation.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the display screen went blank after battery change. The reporter confirmed there were audible tones. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.